Manufacturer narrative:
According to the information provided by the technician, during on-site visit issue was not reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs were not provided for manufacturer's analysis. The respiratory rate high alarm may indicate that there was a leakage in the breathing circuit. The leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. The cause of the alarms has not been determined. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on (B)(6) 2025.

Event description:
It was reported that the ventilator generated alarms indicating a high respiratory rate and leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).